Event description:
It was reported that customer stated the purewick accessories replacement kit did not assist the machine to suction. Patient located a previous kit not used and replaced that and machine started working fine. No injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer stated the purewick accessories replacement kit did not assist the machine to suction. Patient located a previous kit not used and replaced that and machine started working fine. No injury.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The lot file was not available at the time of the investigation closure; therefore, DHR could not be reviewed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This MDR is being retracted as it is a duplicate of a record that is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The lot file was not available at the time of the investigation closure; therefore, DHR could not be reviewed. Correction- h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer stated the purewick accessories replacement kit did not assist the machine to suction. Patient located a previous kit not used and replaced that and machine started working fine. No injury.